Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a301 was received for evaluation, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at a side and marks that appears to be by use of a surgical instrument could be observed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. The manufacturing records couldnt be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name irgacare, active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and a barbed suture was used. During the procedure, it was found that the fixation tab had been broken before use. There were no adverse consequences to the patient. Upon evaluation of the returned device, the fixation tab was broken at a side. No additional information was provided.